Event description:
Affiliate reports that the patient had the shunt for a year. The shunt could not be reprogrammed. An x-ray was taken which confirmed that reprogramming had failed. The shunt was revised and the patient is doing fine.